Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-30-user applied blood to strip before inserting strip into meter. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Customer states she does not need medical attention at the time of the call and requests to proceed with the call. The expected fasting blood glucose test result range is undisclosed. The customer did report previous symptoms of pressure in her chest, pain in her back and pain in her womb (pregnant). Medical attention was reported as a result of reported symptoms. Customer went to the hospital for a few hours and was discharged the same day. She was diagnosed with hyperglycemia. Customer does not remember what the reading was with her meter or the hospital's meter. She states they injected with something but does not know if it was insulin or not. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of e-3 using meter. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.